Event description:
It was reported that "charging port is really difficult/tricky to plug into port and doesn't always fit in, depending on power source pump doesn't always charge when plugged in". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.